Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Device not returned: (4114/ 3221) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 extension cable. They said it (hemopro 2) was not cutting and sealing branches effectively. It seemed the energy was not being delivered fully to the hemopro. Poly fuse was not in effect. They thought the vh-4030 might be the issue. Case was completed with same equipment. No patient was harmed